Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h2, and h11 additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while advancing a 6f exoseal vascular closure device (vcd) through the unknown sheath, the user encountered resistance. The user attempted to address the issue by retracting the delivery shaft slightly and then attempting to advance it again. However, the resistance persisted, leading to the decision to remove the device. The removal process was also challenging, resulting in a kink in the shaft. Additionally, the plug was missing from the product, even though the button was not pressed to release it. It is unclear whether the removal occurred during use or while the device was stored after use. The plug was not located. Hemostasis was achieved by manual compression. There was no reported patient injury, and confirmation received from additional information that there was no injury to patient. The device was stored and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The sheath was flushed prior to exoseal vcd insertion. The device will be returned for analysis.

Event description:
As reported, while advancing a 6f exoseal vascular closure device (vcd) through the unknown sheath, the user encountered resistance. The user attempted to address the issue by retracting the delivery shaft slightly and then attempting to advance it again. However, the resistance persisted, leading to the decision to remove the device. The removal process was also challenging, resulting in a kink in the shaft. Additionally, the plug was missing from the product, even though the button was not pressed to release it. It is unclear whether the removal occurred during use or while the device was stored after use. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, while advancing a 6f exoseal vascular closure device (vcd) through the unknown sheath, the user encountered resistance. The user attempted to address the issue by retracting the delivery shaft slightly and then attempting to advance it again. However, the resistance persisted, leading to the decision to remove the device. The removal process was also challenging, resulting in a kink in the shaft. Additionally, the plug was missing from the product, even though the button was not pressed to release it. It is unclear whether the removal occurred during use or while the device was stored after use. The plug was not located. Hemostasis was achieved by manual compression. There was no reported patient injury, and confirmation received from additional information that there was no injury to patient. The device was stored and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The sheath was flushed prior to exoseal vcd insertion. One non-sterile vascular closure device 6f involved in the reported complaint was received for analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was not present on the delivery shaft with the indicator wire was retracted. The indicator window was received in white/black position and the cowling guard was found locked. Accordioned conditions were noted on the delivery shaft, located at 12.8cm and 16cm from distal tip. Also, since the delivery shaft was accordioned, the plug was deployed prematurely due to the shorter delivery shaft (caused by the accordioned condition). No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameters was measured, and the measurements were taken near the damages found. The results were within specification. Per functional analysis, an insertion/withdrawal test into a lab sample catheter sheath introducer (csi) was performed, and since the device was received with damages on the delivery shaft, the unit had an impediment to advance into the csi lab sample. The reported event of ¿delivery shaft-kinked/bent¿ was not confirmed through analysis of the returned device; however, accordioned conditions were found of the shaft, which was likely the issue noted by the customer. Additionally, the reported events of ¿vascular closure device (vcd)-impeded¿ and ¿vascular closure device (vcd)-deployment difficulty-premature deployment¿ were confirmed through analysis of the returned device since the vcd did not pass the insertion/withdrawal test due to the shaft damages and since the plug was not present in the shaft with the deployment button not depressed. However, the exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural sheath factors (which was not returned for analysis), and/or procedural/handling factors likely contributed to the impedance experienced since the device passed dimensional analysis, which also likely led to the subsequent damages noted to the delivery shaft and premature deployment of the plug. However, since there was no injury to the patient and the user was not sure if the plug was still present after removal from the patient, it is possible that the plug came out of the damaged delivery shaft after the removal from the patient. As warned within the IFU, which is not intended as mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ also, the IFU cautions, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair. If for any reason it is desired to abort the procedure once the exoseal¿ vcd has been introduced into the blood stream, remove the exoseal¿ vcd and vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal¿ vcd from the vascular sheath introducer as plug dislodgment may occur.¿ the IFU also instructs, ¿orient the exoseal¿ vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal¿ vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal¿ vcd.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.